Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis and gastritis, with a blood glucose reading of 700 mg/dl. The customer also reported a motor error alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests, but the customer didn't have a tubing clamp for the high pressure test. The customer stated that he would be calling back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.